Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that will "no prende" does not start. It is unknown when this event occurred or what department the event occured in. This had the potential to interrupt delivery. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with does not start was confirmed during product evaluation. The root cause of the reported problem was due to loose power supply contact which caused the batteries to go into depletion level. Service reconnected the power supply and replaced battery to fix the reported problem.